Manufacturer narrative:
The insulin pump unit passed displacement test and self-test. The insulin pump was program with basal rate and monitored. All basal's were delivered and recorded on basal history and daily totals. No unexpected basal noted during testing. There was intermittent button response noted due to corroded keypad traces. No battery out limit alarms noted. The insulin pump had a cracked battery tube threads noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had keypad anomaly, basal anomaly, and bolus anomaly. The blood glucose at the time of the incident was unknown. The customer states the buttons were unresponsive. The battery was replaced and the pump worked fine. The customer called back having reoccurring issue with the keypad. The customer blood glucose level was 22.0 mmol/l. The customer states the number are not ramping or the up and down arrows moving. The customer noted the time was progressing while the keypad was unresponsive. Also the customer mentioned there was they noted temporary basals the customer had not set up. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.